Event description:
Initially, it was expected that this device was going to be returned for laboratory analysis. However, additional information received at a later date reported that the device was in fact not going to be returned to boston scientific.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the ICD has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) due to a charge time of 20.8 seconds. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.